Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. A system error 322 was confirmed through review of the device history log. However, it could not be reproduced during the evaluation. The device was tested for (B)(4) hours and no malfunction could be identified. The upper and lower aux assemblies will be replaced in the interest of customer relations. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump was experiencing system error 322 alarms. It was also reported that there was no pt injury.